Event description:
Customer reported product failed to function and/or had internal leakage, during the check-out of the product prior to use on pts.

Manufacturer narrative:
Problem occurred during check out of product prior to use on pts. There was no report of any death or serious injury. Units are being returned for eval, root cause analysis and needed correction, if required.